Manufacturer narrative:
A ge rep evaluated the system, and found a broken wire in the high voltage cable. Ge rep repaired the wire and the system operates as intended.

Event description:
It was reported that the collimator would close and could only be opened in a lateral position. Reported problem occurred during a lumbar procedure. No patient injury was reported.